Event description:
Dr (B)(6) received a call from dr (B)(6) who reported patient adverse event post radiesse injection. About ten days after the injection last monday, the patient reported erythema and significant edema in the treated zone of the face. On tuesday, it seemed that the edema was going to reduce, but on wednesday, it was more serious and extended to the entire face and neck. The physician prescribed as therapy: cortisone 50 mg plus a systemic antibiotic.

Manufacturer narrative:
The device history records for radiesse lot injected were not reviewed as the lot number was unknown. Additional information was requested and not received to date.